Event description:
A customer reported that a pump failed to detect the cartridge. There was no information regarding the impact on the customer's blood glucose level. The device is being returned, and a replacement pump with serial number (B)(6) has been issued.